Event description:
Consumer complaint of about high blood results. Test strips expire 09/30/2016. Customer did not want to run a blood test. Customer states that he is feeling fine and does not require any medical attention. Customer that his expected range is 75-130 mg/dl. Customer opened the container of test strips in beginning of december and is unsure of the exact day. Customer stores strips in the living room. Reviewed the last 5 results. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Manufacturer narrative:
(B)(4). No product yet returned. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2015).